Manufacturer narrative:
Investigation could not be concluded, no conclusion could be drawn, no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.

Event description:
Pt underwent microdiscectomy and cslp-vas plate fixation at c5-6 for treatment of cervical disc herniation with a cervical myeloradiculopathy at that level. Pt experienced neck and upper extremity pain and underwent adjacent level fusion at c4-5 with removal of c5-6 plate.